Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Then healthcare professional confirmed rupture and reported "stabbing pains". This record is for the right side. Device status is unknown.